Manufacturer narrative:
Johnson & johnson surgical vision, inc a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and ran tests on system for proper placement of aspirator, also proper speed of aspirator, all were in specification. Cal arm height and location were correct also. Cal factor and other cuts on plastic are good and system is in working order. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with central island post op. Surgeon has not reported any loss of best corrected visual acuity and did not indicate any further procedures needed.